Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance and difficulty to remove the device were unable to be replicated in a testing environment as it was based on operational circumstances. The reported inaccurate delivery could not be confirmed as it is related to the physicians use technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid-circumflex de novo lesion that was 90% stenosed. The lesion was accessed with a whisper ms guide wire and pre-dilated with a 2.5x30mm trek balloon dilatation catheter (bdc). Then a 2.5x38 mm xience alpine stent was being advanced when resistance with the anatomy was met and became stuck and was unable to be withdrawn. It was decided to deploy the stent directly at an unintended site in healthy tissue. Since the 2.5x38mm xience alpine did not cover the whole lesion, a 2.5x15 mm xience alpine was chosen and deployed in the mid part of the target lesion. Both stents were implanted successfully. Post-dilatation was performed with a 2.5x20mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.